Event description:
It was reported that the device's downstream occlusion seal was delaminated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the reported complaint for ¿downstream occlusion (dso) seal delamination¿ was verified through visual inspection. Replaced and calibrated the dso seal. Further investigation noted the units date and time was incorrect. Charged unit for 3 days after 3 days let it sit without battery for 1 day, unit was able to keep time. The device passed all functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.